Manufacturer narrative:
Additional information can be found in the following fields: d9 and h3 failure analysis information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated the customer reported complaint of "failed applying clips". Upon visual microscopic inspection, no damage was found to the wrist assembly. No misalignment of grips was observed. Ligation clip was successfully installed on the instrument. The instrument was placed and driven on in-house system. The instrument passed the recognition and engagement tests. The grips clip test was performed and failed to close the ligation clip. Even with no object to clip on, the grips did not appear to fully close for clip action to occur. The instrument was transferred to engineering for further evaluation. A follow-up MDR will be submitted when the investigation is completed and/or if additional information is obtained.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument failed to apply the clips. A backup instrument of the same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The customer was not able to use the medium-large clip applier instrument because the medium-large clip was not installed properly during clip application. The vessel was less than 10 mm in diameter. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. There was no injury/harm to the patient. The customer confirmed that no fragment fell inside of the patient and that no damage to the instrument was noted. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium-large clip applier (mlca) instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the mlca instrument (part# 478053-04/ lot# n10210503 0018) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 60 uses remaining after this last usage. A review of the remote procedure log showed that the site performed this cholecystectomy surgical procedure on (B)(6) 2022 via system serial# (B)(4). No image or video clip for the reported event was submitted for review. This is being reported due to the following conclusion: the mlca instrument may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) completed further evaluation on the medium-large clip applier instrument involved with this complaint. Advanced failure analysis confirmed the initial failure analysis. The instrument was placed on an in-house system and failed the clip test. The housing was then removed and it was found that the screw at the rocker holding the push-pull rod assembly was loose. The loose screw likely caused the push-pull rod assembly to be unsecure and thus, unable to generate enough force to complete clip application. The root cause of this failure is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.